Event description:
It was reported that patient had a c7 fracture from falling off a ladder. A posterior cervical thoracic fusion was performed on (B)(6) 2015. A 4.0 synapse evaluation set was sent to the hospital. The hospital sterilized the set. During surgery, it was discovered that the set contained the incorrect size persuader. It is unknown how or when the mix up occurred. Each device in the set was not individually packaged. The surgeon chose to use a rod pusher since the correct size persuader was not available. The surgeon was able to use the rod pusher to reduce the rod enough to lock the screws in place. However due to the positioning, the left t3 4.5mm ti cancellous polyaxial screw 32mm for 4.0mm rods required a persuader. Upon use, the persuader got jammed onto the screw head. The surgeon was able to release persuader from the screw head with difficulty. Surgeon was confident that there was no damage to the screw and left it implanted in patient. X-rays taken during surgery confirmed that the implants were in place. X-rays are not available for evaluation. The surgery was successfully completed without patient harm. A one hour to one and a half hour surgical delay was reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the complaint description states that the incorrect instrument was received in the synapse 4.0 instrument set. The 03.614.027 and 03.615.004 are both part of the synapse system. The 03.615.009 should have been included with the 4.0 synpase system evaluation set. The 03.614.027 was received with deformed prongs on the handle assembly. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Per the technique guide, the top loading persuader (part number 03.614.027) is a part of the synapase system. The synapase system is an enhanced set of instruments and implants, including clamps, top loading variable axis screws, hooks, transconnectors and traverse bars and rods, designed for posterior stabilization of the upper spine. The top loading persuader is specifically used in the system to insert locking caps and/or during the final tightening process. The complaint handling unit engineering reviewed the relevant engineering drawings. It was reported that the set traveled between multiple sales consultants and may have been involved in multiple procedures over time; it is possible that the instrument was misplaced at some point during that time. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Device is an instrument and is not implanted / explanted. Subject device has been received and is currently in the evaluation process. DHR review -- no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.